Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following patient identifiers for the following systems: cpla-(B)(6)- aviva meter, system 1 - serial number ¿ (B)(4). Cpla-(B)(6)- aviva ii meter, system 2 - serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results on a aviva meter, compared to an aviva ii meter, within 10 minutes: 230 mg/dl (system 1) and 110 mg/dl (system 2). Both tests were taken within 1 minute using strips from the same vial, which he no longer has. No serious injury reported. No test strips to be returned; meters requested for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.